Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred due to insufficient reprocessing. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a leakage from the biopsy channel of the subject device. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (leakage from biopsy channel) was confirmed and found to be caused by damaged biopsy channel. In addition, service found the water removal ability was out of specification due to clogged nozzle, the up/down knob could not be locked securely due to deformed lock engagement lever, the adhesive on the bending section cover was detached, the bending section cover was dirty, the connecting tube was scratched, the connecting tube was wrinkled, the universal cord was scratched, the distal end was dented, the scope connector was scratched, the scope cover was scratched, the number of missing elements were out of specification due to damaged ultrasonic cable, and the acoustic lens was damaged. The bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.